Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the iliac artery. After the protective sheath was removed from a 6x150mm absolute pro self-expanding stent (ses), the device was advanced into the lesion and attempted to be deployed; however, the thumbwheel was noted to be stuck and the stent could not be released. Therefore, a new same sized absolute pro ses was used and the procedure was completed. There were no adverse patient effect nor clinically significant delay in procedure. Subsequent to the initially reported information, the device was received and the analysis revealed that the jacket, outer member and I-beam were partially separated distal to the strain relief. A partial separation was noted at the outer member-stent sheath bond area, and the stent was partially deployed with the struts being bent and overlapped. The account confirmed to be aware of the additional damages and stated that they occurred during the attempt to deploy the stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure, mechanical jam, and break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the noted deployment related issues appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.